Manufacturer narrative:
Technician found the bed in basement. The head section was drifting down, replaced the valve deltrol. After 3 hrs bed still was leveled.

Event description:
Bed in basement, was in observation with hydraulic problems. The head section was drifting down. No injury reported.